Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date due to the high blood glucose level. Customer stated that at night their blood glucose level went up to 500 mg/dl and when they went to the hospital their blood glucose level was at 600 mg/dl. Customer also had high blood glucose level of 580 mg/dl. Customer's current blood glucose value was at 155 mg/dl. It was unknown if the insulin pump was on auto mode. Customer was using the insulin pump system within 48 hours of reported high blood glucose level event. Customer also reported sensor glucose level value vs blood glucose level value difference. The insulin pump will not be returned for analysis.